Event description:
Reportedly, during pt use, a "backup battery failure" alarm occurred when the ventilator was connected to the ac power supply. Upon reconnecting the ac cable, the alarm was resolved. However, the pt was manually ventilated and switched to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, additional pt info was not provided.